Event description:
During repeat c-section, the patient's bladder was nicked. The resultant performation was closed by suture and the repair tested with methaline blue. The patient experienced blood-tinged urine for 24 hours. A consult with a urologist was obtained; the urinary catheter remained in for 4 days. Discharged 08/02/1997.